Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012 - medical records were received from legal and electronically attached to the complaint record. The patient was revised in (B)(6) 2006, due to dislocation and again on (B)(6) 2009 due to recurrent dislocation. It was discovered during surgery on (B)(6) 2009 that the cup was loose. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.